Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension procedure on (B)(6) 2016. On (B)(6) 2016 the patient was hospitalized with a fever. His oxygen requirement increased requiring admission to the ICU for intubation and ventilation. The patient's family decided to withdraw care and the patient subsequently passed away. Site reports the death was due to hypoxic respiratory failure grade 5 and not related to the enb device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted. .